Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple weeks ago the 'check position' option is grayed out and pt cannot access it on any group/program. As a result, pt now feels a zap or burning when changing position and has to manually change stim to desired settings. Pss had pt try current controller, on all 3 groups, pt can tap on program but no menu is available. Pt does not have access to turn as on or off with controller, pt tried resetting controller, pt also tried using old controller but does not have access to check position or access to program menu to turn as on or off. The issue was not resolved through troubleshooting.